Manufacturer narrative:
During the level 1 pci test, the visual inspection failed due to a damaged chassis. For this reason, the pump continued to sound an alarm because the cpu and pwa power supply was not connected properly.

Manufacturer narrative:
Correction in b5.

Event description:
The event was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information (distributor): (B)(4).

Event description:
The event occurred on an unspecified date and involved a plum 360 pump. It was reported that the pump does not infuse. There was no reported patient involvement.